Event description:
A 38 yr old white gravida 2 para 2 female status post bilateral, submuscular, periaereolar 400cc surgitek gels placed for augmentation/involutional atrophy/ptosis in 8-31-91. She had to have bilateral biopsies w/revisions of scars to cover palpable pads on 7-10-92 and on 5-4-93 a rt revision to correct "na" height asymmetry and buttess thinning tissue. There is no history of trauma and rare local pain complaints include: arthralgias, positive morning stiffness, myalgias, spasms, swelling, fatigue, sleep disturbances, hot flashes/sweats, headaches, visual changes, dizziness, memory loss, dry nose, oral sores, rashes/sensitivity to sun, shortness of breath/asthma, weight fluctuations, gastrointestinal/genitourinary/menstrual disturbances, and easy bruising. Pt is otherwise healthy.